Manufacturer narrative:
H11 - sad (B)(6) 2023. After further review, the become aware date has been updated from 12/27/2022 to (B)(6) 2023 based on the date that new information has been received case.

Manufacturer narrative:
Initial reporter name and address: (B)(6). (B)(4).

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. While an authorized service provider (asp) was evaluating device for another issue, the following error code was identified: "1203 low leak-co2 rebreathing risk" . There was no patient involvement at the time the issue was discovered. The asp replaced the gas delivery system (gds) module and error code resolved. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.